Event description:
Patient admitted to operating room with bilateral saline breast implants in. Surgery stated right implant is leaking. Bilateral breast implants removed and new implants put in. Original breast implants sent back to allergan medical for analysis. Implants had originally been inflated with 280cc saline and 285cc saline according to surgeon's office notes.